Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured instrument was noted after cleaning. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: proposed code - mechanical (g04) - provisional bottom the reported event was able to be confirmed by examination of provided photograph, which shows that the tasp is fractured. A review of the device history records could not be performed as part and lot numbers were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.